Manufacturer narrative:
Based on our investigation, we can conclude that the trajectory of the returned guide aligns with the doctor's approved final plan. Additionally, all production processes were found to have been properly followed. The trajectory deviation may have been caused by the drill slipping after hitting the patient's dense native bone, which may have caused the drill to veer towards the buccal plate.

Event description:
The guide was used for implant surgery. During surgery, the doctor had placed the implant to depth using the guide, then attempted to remove the straumann fixture mount, but was having difficulty. He had to remove the guide first, then was able to remove the fixture mount and believes that this is due to the implant being off axis (he believes this may have been caused by hard bone). Once the guide was removed, the doctor sunk the implant 1-2 mm deeper free-handed. He then took a post-op scan and observed that the apex of implant #9 appeared to have perforated the buccal plate, but does not plan on removing or replacing the implant, and stated that the patient seemed to be ok. The guide was also used to place implant #8 without issue.